Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a normal device check-up with shortness of breath, pacemaker mediated tachycardia was observed with consistent ventriculoatrial conduction times. The pacemaker mediated tachycardia was successfully converted from the pacemaker mediated tachycardia response. Several programming changes were recommended. No further information is available.